Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred.  A 2.50x20mm promus premier¿ drug eluting stent was advanced but failed to cross the lesion. Upon withdrawal of the device, the stent dislodged and a snare was used to retrieve the stent. It was then noted that the stent was stretched.